Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. The device evaluation confirmed a hole in the exhaust hose assembly. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
Customer reported that there was a hole in the hose. This malfunction was discovered during cleaning. There was no pt involvement and no adverse consequences alleged with this event.